Event description:
It was reported to philips that the system's host computer was unable to boot up, which can impact the system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the host computer was unable to boot up. Upon troubleshooting, intermittent power issues have been detected with the host pc. To resolve the issue, fse replaced the replaced both the host pc and hard disk drive (hdd). The defective host pc was returned to philips for analysis and the malfunctioning part identified was the ram which was missing from unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.